Event description:
The pump was removed due to an infection. It was not returned to the manufacturer for analysis. The patient was hospitalized until the infection cleared. A follow up report will be sent when additional information is received.